Manufacturer narrative:
The abbott customer technical advocate (cta) reviewed the abbott link data and discovered that all the discrepant results had been generated using cuvette 94. The cta instructed the customer to remove the segment containing cuvette 94 and inspect the cuvettes for damage/debris. The customer inspected the cuvettes and observed lint/debris in cuvette 94. The customer resolved the issue by manually cleaning the cuvettes. A review of the service history for the analyzer did not identify any additional service or complaint issues on or around the time of the issue that may have contributed to the issue. A review of complaint and trending data for the cuvette did not identify any trends or issues. Device history review for the likely cause part did not identify any non-conformances or deviations were identified. A review of tracking and trending in the product monitoring review for clinical chemistry systems found no systemic issue or trends for the architect system nor likely cause part. Additionally, no similar issues for discrepant results were identified. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the architect c4000 processing module (c402431).

Manufacturer narrative:
Patient identifiers: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed calcium results generated on an architect c4000 analyzer for 3 patients. The customer runs all calcium tests in duplicate. The following information was provided: sid (B)(6) calcium results = 5.2 mg/dl and 9.6 mg/dl. Sid (B)(6) calcium results = 4.8 mg/dl and 9.7 mg/dl. Sid (B)(6) calcium results = 5.8 mg/dl and 9.3 mg/dl/ there was no impact to patient management reported.